Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 420 mcg/day) via an implantable infusion pump. It was reported that there was a reddened area at the superior border of the pump site noted on (B)(6) 2019 at a routine office visit. The patient had no fever or other signs of infection. No skin breakdown at this time. The doctor was going to give the surgeon a call to set up a consultation for evaluation and would follow the patient for worsening redness or skin breakdown. It was noted that surgical intervention was not planned and did not occur. No diagnostics or troubleshooting steps were performed. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported. On (B)(6) 2019, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It reported the patient's pump was exposed through the skin (skin breakdown). The patient was admitted to the hospital on (B)(6) 2019 and surgery was scheduled for (B)(6) 2019 to replace with a new pump on the opposite side. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative on 2019-dec-11. It was reported that the new pump was implanted on the other side of the patient's abdomen. The patient was discharged home. The device would not be returned as there were no issues with the device. No further complications were reported.